Event description:
This report is being filed after the subsequent review of the following journal article: turunen, v. Et al (2012) lumbar instrumented posterolateral fusion in spondylolisthetic and failed back patients: a long-term follow-up study spanning 11-13 years. Eur spine j 21:21040-2148. The patients examined in this study underwent lumbar instrumented fusion operations between the years 1992-1997. The 106 patients (67 female; mean age at operation 50.6 years) were divided into four groups based on symptoms, clinical status findings, and appropriate finding in radiological examinations (native x-ray, myelography, CT, MRI). The follow-up study was carried out during the years 2005-2008. In the first few operations, dick¿s fixation device (ao) was used. A few patients were treated with instrumentation of 2 other competitor manufacturers. Uss (steel) devices (synthes) were used starting in 1994. X-rays were taken in the outpatient clinic after 2 and 4 months and 1 and 2 years after the operation. One patient required removal of the implant due to the malposition of the device and 2 patients experienced implant failure or resorption. This report is 3 of 3 for (B)(4). The article does not distinguish which manufacturer was associated with the complications. This complaint is for an unknown quantity of uss steel and dick¿s fixation devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Turunen, v. Et al (2012) lumbar instrumented posterolateral fusion in spondylolisthetic and failed back patients: a long-term follow-up study spanning 11-13 years. Eur spine j 21:21040-2148. The article does not distinguish which manufacturer was associated with the complications. This report is for an unknown quantity of uss steel and dick¿s fixation devices. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.